Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s case manager reported via phone call that the insulin pump was not functioning. Customer was currently in the hospital and would not be released until his insulin pump was replaced. Customer was then contacted and stated the insulin pump had alarmed motor error six times and declined troubleshooting as customer had reverted to his back-up plan. Customer was hospitalized due to high blood glucose of 562 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Blood glucose wouldn¿t come down after treating with manual injections. Customer was wearing the insulin pump at the time of the hospitalization. Customer declined further troubleshooting. The insulin pump is returning for analysis.